Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause of the shocking was unknown; MRI and x-rays were completed and the system appeared intact. The systems were shut off for three hours and the shocking to the face was relieved, however, the shocking to the arm remained. The patient refused to have the device off for longer. Both ins's were replaced. See 3007566237-2017-04402 for other ins.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient experienced a shocking sensation from their mouth down to their arm every 15 minutes predominately on their right side. The patient did experience a couple episodes of shocking on the right side. The patient's implantable neurostimulators (ins) were replaced since the shocking began because they were getting low. No further patient complications were anticipated. The patient's indication for use is essential tremor. Refer to manufacturer report #3007566237-2017-04402.